Event description:
Account reports three incidents in which separation of the sleeve stopper occluded during removal of a needle lock device. Reporter stated there was no pt contact. Reporter was "testing" the product in his dept.